Manufacturer narrative:
H6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of two devices used on the same patient. It was reported to boston scientific corporation that spyscope ds ii access and delivery catheters were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The first spyscope was utilized on (B)(6) 2025, for the clearance of multiple large stones. During the procedure, the first spyscope reportedly lost visualization and displayed four gray dots after approximately 40 minutes of electrohydraulic lithotripsy (ehl) while saline was being pumped into the duct. Attempts to restore visualization by unplugging and reconnecting the device were unsuccessful. As this was the last spyscope in stock, the procedure could not be completed. On (B)(6), the following day, another procedure was performed using a second spyscope of the same device type. However, the same issue was encountered. The spyscope screen reportedly lost visualization and displayed a gray screen with dots after approximately 60 minutes of electrohydraulic lithotripsy (ehl) with saline infusion. Attempts to restore visualization by unplugging and reconnecting the device were again unsuccessful. Only one spyscope was available for this rescheduled procedure, it too could not be completed. The patient was subsequently transferred to another facility to receive the necessary treatment, and another spyscope was ordered to complete the procedure the next day. No patient complications were reported as a result of this event.